Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing and shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After further review, this report is now being filed as an adverse event instead of a product problem. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing and shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges difficulty breathing and shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the third attempt to have the device and components evaluated, the customer responded that the device has already returned for evaluation, and patient has experienced lung issues while using the device. The manufacturer is submitting an updated report at this time. After completion of device evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.